Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that there had been difficulties adjusting the stimulation of the patient's ins. A physician's assistant had trouble with a clinician programmer while working in the office. They tried to change the voltage and were not able to, so they reset the patient to their original settings and told the patient to increase to 3.8 v. The patient waited to do so and was currently unable to adjust past 3.6 v. No patient symptoms or further complications were reported as a result of this event.